Event description:
Site indicated that a subject being enrolled in the trident tritanium acetabular shell revision study, (B)(4), had previous stryker implants. Progressive pain and aseptic loosening of the acetabular component were reported.

Manufacturer narrative:
The info was provided by stryker orthopaedics' clinical affairs dept. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If it becomes available, the eval summary will be submitted in a supplemental report.